Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and pt death occurred. The 100% stenosed lesion being treated was located in the non-calcified non-tortuous proximal side of the distal left circumflex (lcx). The lesion was predilated with an unk size and MFR's balloon. The physician implanted the 2.50 x 12 mm taxus express2 drug eluting stent. The stent was post dilated, details are not known. The stent was well apposed and plavix was prescribed. Medication: plavix and aspirin. Post the deployment of the 2.50 x 12 mm taxus stent, the pt presented with chest pain. The pt was carried to the hosp and arrived in cardiopulmonary arrest. The physician reported that the pt had become dehydrated prior to arriving at the hosp. Thrombus was identified in the distal lcx and the mid left anterior descending (lad) artery, near the proximal side of the taxus stent. The thrombus was aspirated. An intra-aortic balloon pump was placed and pacing was performed. However, the pt did not recover.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.